Event description:
The customer reported when the device is turned on, it shuts down. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is complete.